Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received entitled ¿catastrophic failure of the acetabular component in a ceramic-polyethylene bearing total hip arthroplasty". Literature article entitled, catastrophic failure of the acetabular liner in a ceramic-polyethylene bearing total hip arthroplasty" by jordan a. Simon, md, et al, published in the journal of arthroplasty vol. 13, no. 1, pp. 108-113 was reviewed for MDR reportability. This report reviews the individual cases of catastrophic acetabular liner failure of thas, involving ceramic femoral heads, caused by failure of the polyethylene liner, with subsequent penetration of the femoral head through the acetabular shell. The first case involves a patient who was not implanted with any products from depuy orthopaedics and will not be reviewed within this event description. Case two presents a (B)(6) woman with a preoperative diagnosis of jra who had left primary tha with a aml press fit femoral stem, a 28-mm ceramic femoral head with a +3 neck, and a non-depuy optifix 46-mm acetabular shell and polyethylene liner from smith & nephew orthopaedics. The patient presented with severe groin pain and decreased joint rom accompanied by clicking and grinding of the left hip. Intraoperatively, there was black-stained tissue within the joint capsule and a cystic pseudotumor as well as trochanteric osteolysis and significant polyethylene wear through with liner disassociation. The femoral head penetrated through the metal acetabular cup. The blackened tissue was excised and the cup, liner, and femoral head were revised. The femoral stem was well-fixed and left in situ. The only depuy impacted product in this case report is the 28-mm ceramic femoral head. The cup and the liner are products from smith and nephew orthopaedics and will not be included in the reported products.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.